Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and found the issue was not a system power loss but a loss of phaco power. The event could not be duplicated. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.3., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which indicated the system lost phacoemulsification power during a cataract extraction. Aspiration functioned normally. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the machine lost power during surgery. Additional information has been requested.